Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (70kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After cavotricuspid isthmus (cti) ablation the patient¿s blood pressure dropped. Pericardial effusion was then confirmed by fluoroscopy and echocardiography. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space, and the patient returned to the ward. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event was not provided. No biosense webster product malfunctions nor error messages were reported. There was no evidence of steam pop during the ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 09/28/2020, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380208m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).